Event description:
Pt reports they noticed this evening of 3/2 issue with both IV connect inv plus touch and mini spike IV disp pin. Pt states there was a hole in middle part of both supply items. Looking down into piece there is no barrier/open to air. Pt states the extension tubing turned blue/green from the two pieces. Pt has since changed everything and has not used vial of treprostinil. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: shortness of breath.